Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, f. The pain and swelling reported could have been the result of prosthesis wear, patient-related contributions, and/or due to the inclusion of the polyethylene in the packaging recall. However, this cannot be confirmed, and potential contributions of user-related considerations could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: (B)(6) 02-010-01-0220 - logic femoral ps cem left sz 2 (B)(6) 02-012-41-2020 - logic tibia trap tray cem sz 2f/2t (B)(6) 200-02-29 - three peg patella 29mm. (B)(6) 203-96-52 - kms2512.m62 90x25x1.19mm. (B)(6) 203-96-54 - blade kms2513.m62 90x25x1.27. The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported via legal documentation that approximately 107 months after a left total knee replacement procedure, the patient has experienced prosthesis wear, pain, discomfort, swelling, gait impairment, poor balance, and limited activities of daily living. Initial surgery operative notes were provided. At the time of legal notification, a revision procedure had not been performed. No further issues or complications were reported. No additional information is available.